Event description:
The customer contacted physio-control to report that their device would not complete a boot up cycle when powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This was found during the maintenance of the device. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report indicates: physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the system pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The initial medwatch report should indicate: physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the system/memory pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. New information for the supplemental medwatch report: physio-control further examined the removed system/memory pcb assembly and observed that the cause of the reported issue was poor contact where pcb-mounted jack connector, designator j2, of the memory pcb and pcb-mounted jack connector, designator j3, of the system pcb connected to each other.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the system pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.